Manufacturer narrative:
The reported issue was confirmed. Root cause is covered/investigated under CAPA 1405844. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools and no crimp cross-sections provided. The device was evaluated upon receipt. Performed visual and inspection and determined that the ac cca card and power module has degraded due to electrical overstress. Preventatively replaced power inlet switch and ac main voltage circuit card. A DHR review not required for this reported event. The labeling review is not required because labeling could not have prevented this issue. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they sent in data files showing this arctic sun device had a failed mixing pump. Per sample evaluation results on 05dec2023, it was reported that the arctic sun device unit was primed to fill. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module has degraded due to electrical overstress. Level sensor was not reading correctly during sanitization fill, initially short filled. Performed 2k pm service on the unit.

Event description:
It was reported that they sent in data files showing this arctic sun device had a failed mixing pump. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device unit was primed to fill. The l-tube & double l-tubing appear distended/expanded, but water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module had degraded due to electrical overstress. The level sensor was not reading correctly during the sanitization filling, initially short filled. Performed 2k pm service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause, inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools and no crimp cross-sections provided. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.